Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient's relative in addition to referring them to their patient at-home guide for further details.

Event description:
A home patient's relative contacted baxter's technical service center and stated the patient was connected during priming. Baxter's technical service assisted the home patient's relative in ending therapy by setting up with new supplies. The home patient's relative does not recall details of the incident. No patient injury or medical intervention was associated with this incident per the home patient's relative.